Event description:
It was reported that the customer had an issue with the reservoir compartment of her insulin pump. The reservoir compartment entrance was missing. Customer is unaware of the cause of the physical damage. Customer's blood glucose level was 40 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime, and excessive no delivery test. The insulin pump had a broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked battery tube threads and a cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.